Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/25/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - when did the alleged deficiency occurred (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - how many devices demonstrated the alleged deficiency? - how long was the delay? Please specify in minutes. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - were there patient consequences? If yes, please specify. - please provide the product code and lot number. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent an enucleation of eyeball procedure on (B)(6) 2025 and suture was used. The patient was admitted to the hospital for treatment due to corneal perforation and underwent surgery in the morning. The suture frequently broke during the surgery, which prolonged the operation time. The surgery was successfully completed after replacing new suture. There were no patient consequences reported. Additional information was requested.